Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited oversensing and noise on this right ventricular (rv) channel. Technical services (ts) reviewed the data and stated that there was noise seen on shock electrogram (egm) and atrial noise with oversensing was documented in several atrial tachy response (atr) episodes which could be pointing to a potential lead impairment. There were no episodes showing evidence of noise on the ventricular rate electrogram (egm). Ts recommended in-office troubleshooting to evaluate right ventricular (rv) lead mechanical integrity. Ts also stated to perform full chest x-ray imaging to evaluate lead integrity and device and header connection. This rv lead currently remains in service. No adverse patient effects were reported.